Event description:
The user facility reported that the angio-seal device was inserted into the artery, however, the anchor was not positioned against the vessel wall and the device and insertion sheath, including the anchor, came out of the body when the force was applied to withdraw the device to outside the patient body with the anchor deployed. The device was not used, and manual compression was applied for thirty minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that he decided where to deploy the anchor when he observed the flow of blood from the drip hole, therefore he did not believe that the assembly had been pulled too far and believed that the anchor had been deployed in an appropriate place. The estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being resubmitted, it was initially submitted on 25apr2025, however it failed due to section e1 "(40) characters are max". E1 has been updated and the report is repackaged. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 8fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube. The device was subjected to visual analysis. The device appears used with visible signs of blood. The carrier tube is in the forward lock position. The anchor is attached to the carrier tube. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was an obstruction to the sheath tip, preventing the anchor from deploying. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).